Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4)..

Event description:
Per the clinic, the patient developed cellulitis at abutment site and subsequently was administered topical steroids on (B)(6) 2017 for one week and oral antibiotics (duration unknown). The implanted device remains.